Event description:
It was reported that the patient had a sepsis infection after a generator upgrade procedure. The implantable cardioverter defibrillator (ICD) system was removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4592-45, lead, implanted: (B)(6) 2004; 6944-58, lead, implanted: (B)(6) 2004. (B)(4).